Event description:
Dr gave an injection and the needle came off in the pt. Surgery performed and needle was not found. Condition of pt unk.

Manufacturer narrative:
Since the device involved in this event is not available for analysis, it is not possible to determine if a malfunction caused or contributed to this event. This device is a bd integra syringe which incorporates a retracting hypodermic needle as a safety feature. After injection, the needle retracts into the syringe when the user fully depresses the plunger. Full details on the operation of the syringe are provided on a product insert included in each shelf carton of syringes. The reporter was contacted but was unable to provide further details. The device involved requested and provisions were made to facilitate its return. As of this date, the device has not been returned. A review of the complaint database and device history records did not reveal any problems that may have contributed to the reported incident. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.